Manufacturer narrative:
This claim was reported to zoll medical corporation by the FDA via the medwatch program and no customer information was provided on the form. Therefore, the customer could not be contacted for information regarding the serial number of the device, pads used during the event, patient preparation, and the device's logs.

Manufacturer narrative:
This product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 60-year-old male patient, while assisting with patient care an electrical arc was observed during defibrillation at 200j from the left midaxillary AED pad attached on the patient with the lucas device in place. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.